Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg site developed infection. Abscess was found at the ipg site. Antibiotics was administered and oral antibiotics was prescribed. The patient underwent a revision procedure wherein the site was cleaned and a new ipg location was made. The infection was not believed to be device related but was related to the procedure. The patient was doing well postoperatively.